Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead exhibited high defibrillation impedance. No resolution was performed. The patient condition was stable.

Manufacturer narrative:
Correction: MDR 2017865-2025-87770 should have been reported as "right ventricular (rv) lead" rather than "left ventricular (lv) lead."

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced.